Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the light source power went out by itself. And not sure, if it was restored or not. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported event of power gets turned off on its own was not confirmed and a root cause could not be determined. Olympus will continue to monitor field for this device.